Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural venous sinus fistula using penumbra smart coils (smart coils). During the procedure, the physician placed 19 non-penumbra coils and seven smart coils in the target vessel using a non-penumbra microcatheter. However, while attempting to insert a new smart coil into the microcatheter, the physician experienced resistance at the hub of the microcatheter and the smart coil would not advance; therefore, it was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly. The embolization coil was found to have offset coil winds. The penumbra investigator hydrated the coil and was able to advance the smart coil out of its introducer sheath. The smart coil was unable to be advanced through a demonstration microcatheter. Resistance was experienced inside the hub of the microcatheter and the coil would not be advanced further. Conclusions: evaluation of the returned smart coil revealed a device with offset coil winds. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as this may occur. If damage such as offset coils are present, resistance may be felt when attempting to advance the device. During functional testing, the smart coil was able to be advanced through its introducer sheath, but was unable to be advanced into a demonstration microcatheter. Resistance was experienced as the embolization coil entered the hub of the microcatheter. If the offset coils are present before returning to penumbra, resistance may be experienced when attempting to advance the coil during functional testing. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.